Event description:
It was reported that during a supply change the user could not observe insulin drops despite multiple rewind attempts and then discovered the cartridge was not fully seated and locked in the pump; after correctly inserting and locking the cartridge, drops became visible and infusion resumed, indicating user error during cartridge installation. No symptoms were reported. No adverse outcomes were reported. Investigation included user troubleshooting and confirmation of correct cartridge insertion with observed drops. Investigation of this case revealed an insertion and securing error of the cartridge that led to absent priming drops, consistent with improper supply change steps impacting the cartridge and pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user error.